Event description:
Stapler fired once without issue, and the second time we used it, it did not function. We removed the stapler from the pt, unloaded and reloaded the stapler and tried to fire it again, it did not function again. Stapler was removed from service. A new stapler was used on the field, without issue. I indicated two serial numbers, because I am not sure which is the packaging of the stapler that misfired. The misfired stapler was placed in a biohazard bag and placed in spd with a pt sticker on it.